Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported that during service and evaluation it was observed that the broach adaptor device did not hold the actis broach securely. It was further observed that the locking latch was loose and the actis broach was moving in multiple directions when attached to the adapter. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the device manufacture date was reported as nov 2, 2017 in the initial report. The date has been updated to sept 26, 2017. The UDI has been updated accordingly. Additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the broach adapter did not hold the actis broach securely, when locked the actis broach moved in multiple directions and felt loose. The broach did move when latched into the adapter, however no defect was found. It was determined that the movement is normal from wear of the adapter over time and does not affect the functionality of the adapter and broach. A review of the device history was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).